Event description:
Report status: serious injury/medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: none. It was reported that a rx vision stent and two rx pixel stents were implanted mid march 2006. The patient returned to the hospital with chest pain. Coronary angiography was performed and in-stent restenosis was found. Two stents were implanted and a high pressure balloon inflation was performed to treat the in-stent restenosis. No additional event or patient information is available.

Manufacturer narrative:
The second rx pixel coronary stent system indicated in b5 and d11 is being filed under the same MFR number. The rx vision coronary stent system indicated in b5 and d11 is being filed under MFR# 2024168-2006-00397. During processing of this complaint, quality assurance attempted to obtain complete event information, including pt information and patient status, from the hospital, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident information. Restenois and angina, as listed in the instructions for use, are known adverse events associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.